Manufacturer narrative:
The reported event was "lead builds up when screwed in". As received, a complete lead was returned in one piece with the helix noted bent and clogged with blood. X-ray examination found the inner coil was over torqued at the connector region and the helix was bent consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
During implant procedure, the right atrial (ra) lead was bent. No additional information was provided. The patient was stable.